Event description:
It was reported that a bilaterally assisted patient fell while mobilizing with a walking frame, resulting in a fracture and subsequent revision approximately 16 years post-implantation due to a loose femoral stem. During the revision, the femoral stem was revised and converted to a proximal femur component with a cemented constrained liner from a competitor. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4) d10. Durasulâ®, alpha insert, hooded, kk/32 item# 0100013511 lot# 2520913. Cocr head, xl, ã¸ 32/+8, taper 12/14 item# 0101012328 lot# 2411317. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.